Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal with her fallopian tubes and uterine horns') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("ailments that she has been suffering") and adverse reaction ("adverse side effects"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the injury and adverse reaction had resolved. The reporter considered adverse reaction, injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal with her fallopian tubes and uterine horns') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("ailments that she has been suffering") and adverse event ("adverse side effects"). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the injury and adverse event had resolved. The reporter considered adverse event, injury and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of pelvic pain ('strong pain / strong pelvic pain / pelvic aches practically since insertion') in a 39-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for anxious-depressive syndrome: ebastin, lorazepam, escitalopram, escitalopram and clonazepam; for an unreported indication: dexketoprofen from (B)(6) 2016 to (B)(6) 2022 and norethisterone. Concurrent conditions included anxiodepressive syndrome. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2011, the patient experienced diarrhoea ("diarrhea") and renal colic ("nephritic colic / nephritic colic on the left side / reno-ureteral colic, recurrent") with abdominal pain, discomfort, nausea, back pain and vomiting. On (B)(6) 2012, the patient experienced flank pain ("pain in both renal fossae"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti recurrent"), lasting 3 weeks. On (B)(6) 2013, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia") and the second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013, the patient experienced dysuria ("dysuria"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea / very painful menstruations recurrent"). On (B)(6) 2015, the patient experienced hypogastric pain ("left hypogastrium pain / hypogastric pain recurrent"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / with heavy menstrual syndrome form months"). On (B)(6) 2016, the patient experienced iliac fossa pain ("pain in left iliac fossa"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease ("inflammation in the bottom of the pouch of douglas / abdominal inflammation / belly inflammation") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced menstrual disorder ("heavy menstrual disorders for months"). On (B)(6) 2018, the patient experienced gastrointestinal inflammation ("abdominal inflammation / belly inflammation"), dermatitis ("dermatitits") and conjunctivitis ("rhinoconjunctivitis"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anaemia"). On an unknown date, the patient experienced heavy periods ("hemorrhages with her period / heavy periods, recurrent"), pruritus ("itching"), dermatitis contact ("eczemas / eczema lesions in contact with metals / eczema lesions in friction area / icontact dermatitis with weak sensitization to magnesium chloride and nickel sulfate"), alopecia ("alopecia"), fatigue ("tiredness"), depression ("depression"), allergy to metals ("nickel allergy"), adnexa uteri pain ("pain in ovaries / pain in both ovaries, worsening with menstruation, recurrent") and abdominal distension ("abdominal distention"). The patient was treated with antibiotics, betahistine, budesonide, ciprofloxacin, clonazepam, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diclofenac, diphenhydramine hydrochloride (antihistamine allergy relief), ebastine (ebastin), ferric hydroxide polymaltose (ferrimax), hyoscine butylbromide (scopolamine butylbromide), ibuprofen, mefenamic acid, metamizole, naproxen, norethisterone, paracetamol;tramadol hydrochloride (tramadol + paracetamol), potassium citrate (acalka), tetrazepam, tranexamic acid, tranexamic acid (amchafibrin), trolamine salicylate (analgesia), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via a cornuectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy periods, diarrhoea, pruritus, dermatitis contact, alopecia, fatigue, depression, gastrointestinal inflammation, flank pain, renal colic, dysmenorrhoea, the last episode of intermenstrual bleeding, hypogastric pain, menorrhagia, adnexa uteri pain, menstrual disorder, dermatitis, conjunctivitis, urinary tract infection, dysuria, iliac fossa pain, pelvic inflammatory disease, dyspareunia, iron deficiency anaemia and abdominal distension outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, conjunctivitis, depression, dermatitis, dermatitis contact, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, gastrointestinal inflammation, hypogastric pain, iron deficiency anaemia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pruritus, renal colic, urinary tract infection, the first episode of intermenstrual bleeding, heavy periods, iliac fossa pain and the second episode of intermenstrual bleeding to be related to essure. The reporter commented: date of essure placement was discrepancy 2007 or (B)(6) 2008). She is told to avoid contact with products that contain magnesium chloride and nickel. Lawyer reported her client's life improved for the best since essure removal, not presenting the symptoms she had had for 8 years, two months after the intervention, that after the intervention she had improved regarding her symptomatology . Currently she is still presenting nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: a mild nickel allergy. Blood cholesterol (100 - 200 mg/dl) - on (B)(6) 2019: 233 mg/dl; on (B)(6) 2018: within normal values. Blood creatinine - on (B)(6) 2018: within normal values. Blood glucose - on (B)(6) 2018: within normal values. Blood potassium - on (B)(6) 2018: 5.3. Blood prolactin (2.8 - 29.2 ng/ml) - on (B)(6) 2019: 29.8 ng/ml. Blood thyroid stimulating hormone - on (B)(6) 2018: within normal values. Blood triglycerides - on (B)(6) 2018: within normal values. Blood uric acid - on (B)(6) 2018: within normal values. Cytology - on (B)(6) 2014: normal; on (B)(6) 2016: normal; in 2017: normal. Gynaecological examination - on (B)(6) 2018: uterus and adnexa mobile, not painful on palpation, no cysts nor myomas, lineal endometrium. Haematocrit - on (B)(6) 2018: 36.5. Haemoglobin - on (B)(6) 2018: 11.2. High density lipoprotein (45 - 100 mg/dl) - on (B)(6) 2018: 36 mg/dl; on (B)(6) 2019: 33 mg/dl. Low density lipoprotein (80 - 130 mg/dl) - on (B)(6) 2018: 131 mg/dl; on (B)(6) 2019: 179 mg/dl. Mean cell haemoglobin (27.0 - 32.0 pg) - on (B)(6) 2019: 26.4 pg. Mean cell haemoglobin concentration (33.0 - 37.0 g/dl) - on (B)(6) 2019: 31.0 g/dl. Mean cell volume - on (B)(6) 2018: 79.3. Pathology test - on (B)(6) 2019: anatomopathological diagnosis: fallopian tubes and horn (right), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed. Fallopian tubes and horn (left), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed. Platelet count - on (B)(6) 2018: within normal values. Red cell distribution width (11,4 - 14.5 %) - on (B)(6) 2019: 16.5 %. Skin test - on an unknown date: negative. Specialist consultation - on (B)(6) 2012: anamnesis: nephritic colic of repetition. 43-year-old woman consulting due to pain in both renal fossae, mainly the right one, irradiation to hypogastrium. No fever. Ultrasound kidney - on (B)(6) 2013: normal kidneys. Ultrasound pelvis - on an unknown date: devices apparently normally inserted; on (B)(6) 2016: no cysts or myomas in ultrasound; on (B)(6) 2016: no cysts nor myomas. Ultrasound scan vagina - on (B)(6) 2016: normal uterus, normal adnexa. White blood cell analysis - on (B)(6) 2018: within normal values. X-ray of pelvis and hip - on an unknown date: apparently the devices seem to be normally inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2022: the follow information were include consumer's reporter updated, patient's information, patient's details, medical history, historical drug, lab data, product indication, other treatment products, start date updated from 2007 to (B)(6) 2008, stop date upgrade from (B)(6) 2020 to (B)(6) 2019, pelvic pain female, heavy periods, abdominal pain localised, diarrhea, itching, allergic contact dermatitis, alopecia, tiredness, depression, nickel allergy, abdominal inflammation, general discomfort, nausea, flank pain, lumbar pain, colic renal, dysmenorrhea, hypogastric pain, menorrhagia, pain ovarian, menstrual disorder, rhinoconjunctivitis, dermatitis, recurrent uti, dysuria, iliac fossa pain, pelvic inflammation, dyspareunia, iron deficient anemia, abdominal distention . Previous event medical device removal was upgraded to pelvic pain female, injury was upgrade to heavy periods, adverse reaction upgraded to itching based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('strong pain / strong pelvic pain / pelvic aches practically since insertion') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Previously administered products included for anxious-depressive syndrome: ebastin, lorazepam, escitalopram, escitalopram and clonazepam; for an unreported indication: dexketoprofen from (B)(6)2016 to (B)(6) 2022 and norethisterone. Concurrent conditions included anxiodepressive syndrome. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2011, the patient experienced diarrhoea ("diarrhea") and renal colic ("nephritic colic / nephritic colic on the left side / reno-ureteral colic, recurrent") with abdominal pain, discomfort, nausea, back pain and vomiting. On (B)(6) 2012, the patient experienced flank pain ("pain in both renal fossae"). In (B)(6) 2012, the patient experienced urinary tract infection ("uti recurrent"), lasting 3 weeks. On (B)(6) 2013, the patient experienced the first episode of intermenstrual bleeding ("metrorrhagia") and the second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013, the patient experienced dysuria ("dysuria"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea / very painful menstruations recurrent"). On (B)(6) 2015, the patient experienced hypogastric pain ("left hypogastrium pain / hypogastric pain recurrent"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia / with heavy menstrual syndrome form months"). On (B)(6) 2016, the patient experienced iliac fossa pain ("pain in left iliac fossa"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease ("inflammation in the bottom of the pouch of douglas / abdominal inflammation / belly inflammation") and dyspareunia ("dyspareunia"). On (B)(6) 2018, the patient experienced menstrual disorder ("heavy menstrual disorders for months"). On (B)(6) 2018, the patient experienced gastrointestinal inflammation ("abdominal inflammation / belly inflammation"), dermatitis ("dermatitits") and conjunctivitis ("rhinoconjunctivitis"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anaemia"). On an unknown date, the patient experienced heavy periods ("hemorrhages with her period / heavy periods, recurrent"), pruritus ("itching"), dermatitis contact ("eczemas / eczema lesions in contact with metals / eczema lesions in friction area / icontact dermatitis with weak sensitization to magnesium chloride and nickel sulfate"), alopecia ("alopecia"), fatigue ("tiredness"), depression ("depression"), allergy to metals ("nickel allergy"), adnexa uteri pain ("pain in ovaries / pain in both ovaries, worsening with menstruation, recurrent") and abdominal distension ("abdominal distention"). The patient was treated with antibiotics, betahistine, budesonide, ciprofloxacin, clonazepam, dexketoprofen, dexketoprofen trometamol (enantyum), diazepam, diclofenac, diphenhydramine hydrochloride (antihistamine allergy relief), ebastine (ebastin), ferric hydroxide polymaltose (ferrimax), hyoscine butylbromide (scopolamine butylbromide), ibuprofen, mefenamic acid, metamizole, naproxen, norethisterone, paracetamol;tramadol hydrochloride (tramadol + paracetamol), potassium citrate (acalka), tetrazepam, tranexamic acid, tranexamic acid (amchafibrin), trolamine salicylate (analgesia), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via a cornuectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy periods, diarrhoea, pruritus, dermatitis contact, alopecia, fatigue, depression, gastrointestinal inflammation, flank pain, renal colic, dysmenorrhoea, the last episode of intermenstrual bleeding, hypogastric pain, menorrhagia, adnexa uteri pain, menstrual disorder, dermatitis, conjunctivitis, urinary tract infection, dysuria, iliac fossa pain, pelvic inflammatory disease, dyspareunia, iron deficiency anaemia and abdominal distension outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, conjunctivitis, depression, dermatitis, dermatitis contact, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, flank pain, gastrointestinal inflammation, hypogastric pain, iron deficiency anaemia, menorrhagia, menstrual disorder, pelvic inflammatory disease, pelvic pain, pruritus, renal colic, urinary tract infection, the first episode of intermenstrual bleeding, heavy periods, iliac fossa pain and the second episode of intermenstrual bleeding to be related to essure. No further causality assessment were provided for the product. The reporter commented: date of essure placement was discrepancy 2007 or (B)(6) 2008). She is told to avoid contact with products that contain magnesium chloride and nickel. Lawyer reported her client's life improved for the best since essure removal, not presenting the symptoms she had for 8 years, two months after the intervention, that after the intervention she had improved regarding her symptomatology . Currently she is still presenting nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: a mild nickel allergy. Blood cholesterol - on (B)(6) 2018: within normal values; on (B)(6) 2019: 233 mg/dl. Blood creatinine - on (B)(6) 2018: within normal values. Blood glucose - on (B)(6) 2018: within normal values. Blood potassium - on (B)(6) 2018: 5.3. Blood prolactin (2.8 - 29.2 ng/ml) - on (B)(6) 2019: 29.8 ng/ml. Blood thyroid stimulating hormone - on (B)(6) 2018: within normal values. Blood triglycerides - on (B)(6) 2018: within normal values. Blood uric acid - on (B)(6) 2018: within normal values. Cytology - on (B)(6) 2014: normal; on (B)(6) 2016: normal; in 2017: normal. Gynaecological examination - on (B)(6) 2018: uterus and adnexa mobile, not painful on palpation, no cysts nor myomas, lineal endometrium. Haematocrit - on (B)(6) 2018: 36.5. Haemoglobin - on (B)(6) 2018: 11.2. High density lipoprotein (45 - 100 mg/dl) - on (B)(6) 2018: 36 mg/dl; on (B)(6) 2019: 33 mg/dl. Low density lipoprotein (80 - 130 mg/dl) - on (B)(6) 2018: 131 mg/dl; on (B)(6) 2019: 179 mg/dl. Mean cell haemoglobin (27.0 - 32.0 pg) - on (B)(6) 2019: 26.4 pg. Mean cell haemoglobin concentration (33.0 - 37.0 g/dl) - on (B)(6) 2019: 31.0 g/dl. Mean cell volume - on (B)(6) 2018: 79.3. Pathology test - on (B)(6) 2019: anatomopathological diagnosis: fallopian tubes and horn (right), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed. Fallopian tubes and horn (left), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed. Platelet count - on (B)(6) 2018: within normal values. Red cell distribution width (11.4 - 14.5 %) - on (B)(6) 2019: 16.5 %. Skin test - on an unknown date: negative. Specialist consultation - on (B)(6) 2012: anamnesis: nephritic colic of repetition. 43-year-old woman consulting due to pain in both renal fossae, mainly the right one, irradiation to hypogastrium. No fever. Ultrasound kidney - on (B)(6) 2013: normal kidneys. Ultrasound pelvis - on an unknown date: devices apparently normally inserted; on (B)(6)2016: no cysts or myomas in ultrasound; on (B)(6) 2016: no cysts nor myomas. Ultrasound scan vagina - on (B)(6) 2016: normal uterus, normal adnexa. White blood cell analysis - on (B)(6) 2018: within normal values. X-ray of pelvis and hip - on an unknown date: apparently the devices seem to be normally inserted. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) strong pain / strong pelvic pain / pelvic aches practically since insertion [pelvic pain female] hemorrhages with her period / heavy periods, recurrent [heavy periods] abdominal pain / abdominal pain in right zone / abdominal pain starting in right iliac fossa, irradiated to right lumbar zone [abdominal pain localised] diarrhea [diarrhea] itching [itching] eczemas / eczema lesions in contact with metals / eczema lesions in friction area / icontact dermatitis with weak sensitization to magnesium chloride and nickel sulfate [allergic contact dermatitis] alopecia [alopecia] tiredness [tiredness] depression [depression] abdominal inflammation / belly inflammation [gastrointestinal inflammation] nickel allergy [nickel allergy] general discomfort [general discomfort] nausea [nausea] pain in both renal fossae [flank pain] pain at lumbar level of several days / lumbar pain recurrent [lumbar pain] nephritic colic / nephritic colic on the left side / reno-ureteral colic, recurrent [colic renal] metrorrhagia [metrorrhagia] dysmenorrhea / very painful menstruations recurrent [dysmenorrhea] metrorrhagia [metrorrhagia] left hypogastrium pain / hypogastric pain recurrent [hypogastric pain] menorrhagia / with heavy menstrual syndrome form months [menorrhagia] pain in ovaries / pain in both ovaries, worsening with menstruation, recurrent [pain ovarian] heavy menstrual disorders for months [menstrual disorder] dermatitits [dermatitis] rhinoconjunctivitis [rhinoconjunctivitis] uti recurrent [recurrent uti] dysuria [dysuria] vomiting [vomiting] pain in left iliac fossa [iliac fossa pain] inflammation in the bottom of the pouch of douglas / abdominal inflammation / belly inflammation [pelvic inflammation] dyspareunia [dyspareunia] anaemia [iron deficiency anemia] abdominal distention [abdominal distension] depressive disorder [depressive disorder] an episode of suicidal ideation, which led to her admission to the emergency room and referral to psychiatry, where she continued treatment [suicidal ideation] an episode of diarrhea [diarrhea] acute gastroenteritis [acute gastroenteritis] eczema [eczema] anxiety attacks [anxiety attack] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("strong pain / strong pelvic pain / pelvic aches practically since insertion") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast nodule in 2010 and chest pain, shortness of breath, kidney pain, uti, discomfort, parity 2 and gravida ii. Previously administered products included: escitalopram, lorazepam, ebastin, clonazepam and escitalopram for anxious-depressive syndrome and norethisterone and dexketoprofen. The patient had a family history of depression suicidal (brother & maternal grandfather.). Concurrent conditions were listed as urination pain, paresthesia, dizziness, contact dermatitis, bloating, dorsalgia, cystitis, dry cough, cervicalgia, anemia, tingling, restless leg syndrome, peripheral vertigo, hives, sciatica, sneezing, tachycardia, allergic rhinitis, ovarian pain, parity 2, gravida ii, ovarian pain, muscle contracture, hypogastric pain, hematuria, penicillin allergy, vomiting, heartburn, nausea, fever, pain in hip, headache, back pain, dysuria, pollakiuria, nausea, cervical pain, muscle pain, dyspepsia and anxiodepressive syndrome. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). In 2009 she experienced depressive disorder ("depressive disorder"). On (B)(6) 2011 she experienced suicidal ideation ("an episode of suicidal ideation, which led to her admission to the emergency room and referral to psychiatry, where she continued treatment"). On (B)(6) 2011 she experienced a first episode of diarrhoea ("diarrhea") and renal colic ("nephritic colic / nephritic colic on the left side / reno-ureteral colic, recurrent"). On (B)(6) 2012 she experienced flank pain ("pain in both renal fossae"). In (B)(6) 2012 she experienced urinary tract infection ("uti recurrent"). On (B)(6) 2013 she experienced a first episode of intermenstrual bleeding ("metrorrhagia") and a second episode of intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2013 she experienced dysuria ("dysuria"). On (B)(6) 2014 she experienced a second episode of diarrhoea ("an episode of diarrhea "). On (B)(6) 2014 she experienced dysmenorrhoea ("dysmenorrhea / very painful menstruations recurrent"). On (B)(6) 2015 she experienced hypogastric pain ("left hypogastrium pain / hypogastric pain recurrent"). On (B)(6) 2016 she experienced menorrhagia ("menorrhagia / with heavy menstrual syndrome form months"). On (B)(6) 2016 she experienced iliac fossa pain ("pain in left iliac fossa"). On (B)(6) 2016 she experienced pelvic inflammatory disease ("inflammation in the bottom of the pouch of douglas / abdominal inflammation / belly inflammation") and dyspareunia ("dyspareunia"). On (B)(6) 2018 she experienced menstrual disorder ("heavy menstrual disorders for months"). On (B)(6) 2018 she experienced gastrointestinal inflammation ("abdominal inflammation / belly inflammation"), dermatitis ("dermatitits") and conjunctivitis ("rhinoconjunctivitis"). On (B)(6) 2018 she experienced iron deficiency anaemia ("anaemia"). Essure was removed on (B)(6) 2019. On unknown date she experienced heavy periods ("hemorrhages with her period / heavy periods, recurrent"), abdominal pain ("abdominal pain / abdominal pain in right zone / abdominal pain starting in right iliac fossa, irradiated to right lumbar zone"), pruritus ("itching"), dermatitis contact ("eczemas / eczema lesions in contact with metals / eczema lesions in friction area / icontact dermatitis with weak sensitization to magnesium chloride and nickel sulfate"), alopecia ("alopecia"), fatigue ("tiredness"), depression ("depression"), allergy to metals ("nickel allergy"), discomfort ("general discomfort"), nausea ("nausea"), back pain ("pain at lumbar level of several days / lumbar pain recurrent"), adnexa uteri pain ("pain in ovaries / pain in both ovaries, worsening with menstruation, recurrent"), vomiting ("vomiting"), abdominal distension ("abdominal distention"), gastroenteritis ("acute gastroenteritis"), eczema ("eczema") and anxiety ("anxiety attacks"). The patient was treated with primolut nor 10 mg (norethisterone acetate), dexketoprofen, ciprofloxacin, analgesia (trolamine salicylate), tetrazepam, diazepam, diclofenac, ebastin (ebastine), budesonide, clonazepam, ibuprofen, betahistine, diclofenac, antibiotics, scopolamine butylbromide (hyoscine butylbromide), tramadol + paracetamol (paracetamol;tramadol hydrochloride), metamizole, acalka (potassium citrate), enantyum (dexketoprofen trometamol), amchafibrin (tranexamic acid), norethisterone, mefenamic acid, tranexamic acid, ferrimax (ferric hydroxide polymaltose), naproxen, antihistamine allergy relief (diphenhydramine hydrochloride), antidepressants (unknown), voltaren (diclofenac epolamine), buscopan (butylscopolamine bromide), metamizole (metamizole sodium), primperan (metoclopramide hydrochloride), sueroral casen (glucose, potassium chloride, sodium bicarbonate, sodium chloride), ebastina alter (ebastine) and fosfomycin (fosfomycin trometamol) as well as surgery (essure removal via a cornuectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6)2019. At the time of the report, the allergy to metals had not resolved. The outcomes for pelvic pain, heavy periods, pruritus, dermatitis contact, alopecia, fatigue, depression, gastrointestinal inflammation, flank pain, renal colic, dysmenorrhoea, hypogastric pain, menorrhagia, adnexa uteri pain, menstrual disorder, dermatitis, conjunctivitis, urinary tract infection, dysuria, iliac fossa pain, pelvic inflammatory disease, dyspareunia, iron deficiency anaemia, abdominal distension, depressive disorder, suicidal ideation, gastroenteritis, eczema, anxiety, the last episode of diarrhoea and the last episode of intermenstrual bleeding were unknown. The reporter considered abdominal distension, abdominal pain, hypogastric pain, iliac fossa pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, back pain, conjunctivitis, depressive disorder, depression, dermatitis, dermatitis contact, the first episode of diarrhoea, the second episode of diarrhoea, discomfort, dysmenorrhoea, dyspareunia, dysuria, eczema, fatigue, flank pain, gastroenteritis, gastrointestinal inflammation, menorrhagia, heavy periods, the first episode of intermenstrual bleeding, the second episode of intermenstrual bleeding, iron deficiency anaemia, menstrual disorder, nausea, pelvic inflammatory disease, pelvic pain, pruritus, renal colic, suicidal ideation, urinary tract infection and vomiting to be related to essure administration. The reporter commented: date of essure placement was discrepancy 2007 or (B)(6) 2008). At some points in the narrative, the insertion date is reported as 2009. In the expert's document the date was reported as (B)(6) 2008 and in the prosecutor's demand the date reported was (B)(6) 2008. There is no official hospital document in the current document. She is told to avoid contact with products that contain magnesium chloride and nickel. Lawyer reported her client's life improved for the best since essure removal, not presenting the symptoms she had for 8 years, two months after the intervention, that after the intervention she had improved regarding her symptomatology . Currently she is still presenting nickel allergy. Numerous visits for abdominal pain of urological origin that have nothing to do with essure. It has been confirmed that the patient continued to experience these episodes after the removal, requesting up to 39 consultations, most of them in emergencies, until (B)(6) 2022, so it is confirmed that they were not caused by the device, but were due to other pathologies. Nor were they serious pains and/or bleeding, nor did they occur immediately after the insertion of the device. After the removal of the device, the patient continued to request consultations for reasons like those prior to its removal, with 39 consultations being recorded, most of them requested as emergencies, between (B)(6) 2019 and (B)(6) 2022. It has also not been proven that the devices were defective, as is proven by the surgical and pathological anatomy report after their removal, nor that this caused the symptoms alleged by the patient. In relation to the rest of the effects that she says the implanted device caused, it is clear from the medical history that the alopecia has not been proven by any medical report. There is no causal relationship between the symptoms alleged by the patient and the essure device, in fact some of the symptoms have not even been proven, others correspond to side effects. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): a mild nickel allergy [blood cholesterol] on (B)(6) 2018: within normal values [blood cholesterol (100- 200 mg/dl)] on (B)(6) 2019: 233 mg/dl [blood creatinine] on (B)(6) 2018: within normal values [blood glucose] on (B)(6) 2018: within normal values [blood potassium] on (B)(6) 2018: 5.3 [blood prolactin ( 2.8- 29.2 ng/ml)] on (B)(6) 2019: 29.8 ng/ml [blood thyroid stimulating hormone] on (B)(6)2018: within normal values [blood triglycerides] on (B)(6) 2018: within normal values [blood uric acid] on (B)(6) 2018: within normal values [cytology] on (B)(6) 2014: normal; on (B)(6) 2016: normal; in 2017: normal [full blood count] on (B)(6) 2019: - mean corpuscular hemoglobin 26.4 pg (27.0 - 32.0); mean corpuscular hemoglobin concentration 31.0 g/dl (33.0 - 37.0);- red blood cell dispersion (volume) 16.5 % (11.4 - 14.5). Biochemistry (blood): cholesterol 233 mg/dl (100 - 200); high-density lipoprotein cholesterol 33 mg/dl (45 - 100); low-density lipoprotein cholesterol (calculated) 179 mg/dl (80 - 130). Hormones (blood): prolactin 29.8 ng/ml (2.8 - 29.2);- follitropin 11.9 miu/ml;- lutropin 5.0 miu/ml;- estradiol 17 pg/ml; progesterone <0.21 ng/ml. [Gynaecological examination] on (B)(6)2018: uterus and adnexa mobile, not painful on palpation, no cysts nor myomas, lineal endometrium [haematocrit] on (B)(6) 2018: 36.5 [haemoglobin] on (B)(6) 2018: 11.2 [high density lipoprotein ( 45- 100 mg/dl)] on (B)(6) 2018: 36 mg/dl; on (B)(6) 2019: 33 mg/dl [low density lipoprotein ( 80- 130 mg/dl)] on (B)(6) 2018: 131 mg/dl; on (B)(6) 2019: 179 mg/dl [mean cell haemoglobin ( 27.0- 32.0 pg)] on (B)(6) 2019: 26.4 pg [mean cell haemoglobin concentration ( 33.0- 37.0 g/dl)] on (B)(6) 2019: 31.0 g/dl [mean cell volume] on (B)(6) 2018: 79.3 [pathology test] on (B)(6) 2019: : uterus and adnexa macroscopically normal¿technique: salpingectomy with hornectomy that includes the entire essure device¿the integrity of the removed devices is verified by intraoperative film of the surgical pieces; on (B)(6) 2019: anatomopathological diagnosis: fallopian tubes and horn (right), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed. Fallopian tubes and horn (left), bilateral salpingectomy: uterine tube with unspecific reactive scarring changes secondary to intratubal device (essure), no histological signs of malignity were observed; (date unknown): - right fallopian tube: 6.5 x 1.1 x 0.5 cm. Right horn: 3 x 2 x 1.5 cm. Representative carving and inclusion in 3 blocks. Complete intratubal device. Right fallopian tube and horn, bilateral salpingotomy: uterine tube with nonspecific reactive scarring changes secondary to intratubal device (essure); no histological signs of malignancy are observed. Left fallopian tube: 6 x 1 x 0.5 cm. Left horn: 3 x 1.8 x 1.5 cm. Representative carving and inclusion in 3 blocks. Complete intratubal device. Left fallopian tube and cornu, bilateral salpingectomy: uterine tube with nonspecific reactive scarring changes secondary to intratubal device (essure); no histological signs of malignancy observed. [Platelet count] on (B)(6) 2018: within normal values [red cell distribution width ( 11.4- 14.5 %)] on (B)(6) 2019: 16.5 % [skin test] (date unknown): negative. [Specialist consultation] on (B)(6) 2012: anamnesis: nephritic colic of repetition. 43-year-old woman consulting due to pain in both renal fossae, mainly the right one, irradiation to hypogastrium. No fever [ultrasound kidney] on (B)(6)2013: normal kidneys [ultrasound pelvis] on (B)(6)2014: normal uterine ultrasound; on (B)(6)2016: no cysts or myomas in ultrasound; on (B)(6) 2016: no cysts nor myomas; (date unknown): devices apparently normally inserted [ultrasound scan vagina] on (B)(6) 2016: normal uterus, normal adnexa and ultrasound [white blood cell analysis] on (B)(6) 2018: within normal values [x-ray of pelvis and hip] (date unknown): apparently the devices seem to be normally inserted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-oct-2024: medical record received. New events depressive disorder, suicidal ideation, gastroenteritis, diarrhea, eczema, anxiety attacks were added. Lab data including surgical pathology report added. Medical history, family history were added. Treatment drugs were added. New reporters are added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.